Event description:
A user facility reported to olympus that no image was produced on the provation system and the capture button was greyed out. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed without a delay. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support. Upon restarting a non-olympus system, the problem was resolved. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is estimated that the indicated phenomenon was caused by malfunction of the provation system, but it has not been specified up to the factor in which the phenomenon occurred. The manufacturing history was reviewed, and it was confirmed that there were no manufacturing abnormalities or corrections. The problem was determined to be caused by the 3rd party provation software and resolved upon restarting the provation system; the olympus cv-190 was determined to be functioning as intended after the provation software problem was resolved. Olympus will continue to monitor field performance for this device.